Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2019, new leads were placed, and the old lead was disconnected but left implanted.